Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The caller stated that he has high blood glucose of 260mg/dl as result of not being on the insulin pump. The customer corrected his high glucose with manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the error alarms.